Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 82 noted during testing. Motor was tested outside of the device and passed. Device received with cracked battery tube threads, cracked case battery tube, cracked case corner belt clip rails and cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 426 mg/dl at the time of incident. The insulin pump had a crack on the battery side compartment and kept getting a reservoir and tubing message after a insulin pump error. The insulin pump error kept coming up after completing the rewind and loading process. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.